Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. New lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk conclusion code was selected based on the field report of non- product performance issue and the direct observation a guidewire/stylet stuck in the lumen with evidence of dried blood as the cause. This is a known inherent risk associated with the use of guidewires/stylets in implanted cardiac leads. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. New lead was replaced. No adverse patient effects were reported.